Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s meter and test strips have been returned on (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high readings compared to his feelings or normal results the complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported using non adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 5 minutes after the alleged issue began he developed symptoms of ¿shaking¿. The patient denied receiving any medical treatment in response to his symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing, and his test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the meter issue he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.